Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 30-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of adverse event ('have had many health problems') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adverse event (seriousness criterion medically significant). At the time of the report, the adverse event outcome was unknown. The reporter provided no causality assessment for adverse event with essure. The reporter commented: she informed that was taking medicines that in long term may cause damage in her health. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy on an unknown date: without clear results of any kind; on an unknown date: without clear results of any kind. Amendment: the report was amended for the following reason: case upgraded to serious incident. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 02-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of adverse event ('have had many health problems') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adverse event (seriousness criterion medically significant). At the time of the report, the adverse event outcome was unknown. The reporter provided no causality assessment for adverse event with essure. The reporter commented: she informed that was taking medicines that in long term may cause damage in her health. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on an unknown date: without clear results of any kind; on an unknown date: without clear results of any kind. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 02-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of adverse event ("have had many health problems") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adverse event (seriousness criterion medically significant). At the time of the report, the adverse event outcome was unknown. The reporter provided no causality assessment for adverse event with essure. The reporter commented: she informed that was taking medicines that in long term may cause damage in her health. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on an unknown date: without clear results of any kind. On an unknown date: without clear results of any kind. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: ha reference number added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 31-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of adverse event ('have had many health problems') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adverse event (seriousness criterion medically significant). At the time of the report, the adverse event outcome was unknown. The reporter provided no causality assessment for adverse event with essure. The reporter commented: she informed that was taking medicines that in long term may cause damage in her health. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on an unknown date: without clear results of any kind; on an unknown date: without clear results of any kind. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 31-mar-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.